Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure after the lead was secured to the device, high pacing impedance, high rv coil impedance, and sensing problems were noted. The lead was disconnected and reconnected a few times, but the parameters remained the same through the device. A setscrew problem was suspected, so another device was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.